Manufacturer narrative:
Based on the initial escalation analysis, the sensor performance deviated from normal behavior and an RMA was issued for further investigation. From the return material analysis testing, however, the sensor did not reveal any malfunction. This may occur in some instances where the failure mode that presents itself in the body is not reproduced in the lab. The review of the in vivo data showed a potential impact to the insertion site which may have contriubuted to the sensor glucose inaccuracies at the time. The user did not mention an impact to the insertion site based on the recorded case notes. However, we do not expect every minor to major impact to the insertion site to be memorable so confirmation from the user is not a requirement for concluding this type of behavior is potentially from an impact to the insertion site. As part of resolution, a sensor replacement was offered to the user. B4. Date of this report updated to 17 april 2024. G3. Date received by manufacturer updated to 17 april 2024. H3. Device evaulated by manufacturer? Yes.

Manufacturer narrative:
This MDR is a result of retrospective review of complaints. The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On january 19, 2024, senseonics was made aware of an incident where a user experienced sensor inaccuracy which led to early sensor removal.